Event description:
It was reported that during a rotator cuff repair surgery the arthroscopic wand, "was sparking in the shoulder, a burn mark was also seen on the rotator cuff." The damaged tissue was shaved and repaired.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination revealed that the plastic below the epoxy on the distal end was melted and part of the metal hinge/plate was found to be damaged. The device suction tubing is intended for removal of bubbles and/or small pieces of tissue. A flow test was performed on the device and was found to have the suction tubing path clogged which can be a result of the device overheating. As the suction path becomes clogged, the device will become unable to remove debris and heated/used irrigant solution from the surgical site. There is also a potential for the device to short as a result of the excess heat. Prior to release from sss, 100% of all arthroscopic wands are function tested. A review of the lot control sheet for the reported device indicated the device passed all inspections prior to release from sss. The most probable cause for the reported issue can be attributed but not limited to the distal tip of the device coming in contact with tissue for an extended period of time, resulting in excessive temperatures and ultimately affecting the device integrity. This device is intended to ablate; however, it's possible to observe a spark like effect when the device shorts out or when it comes in contact with another metal object. When an arthrowand device overheats the thermal spread is increased and can cause potential patient injury. Sss's instructions for use states: "reprocessed arthroscopic wands are contraindicated for surgical or arthroscopic procedures were a conductive solution (e.g. Saline, ringer's lactate) is not used as an irrigant." "Do not use the arthroscopic wand or electrode without the tip being completely surrounded by conductive irrigant solution." "It is important to use only conductive irrigant solution and to ensure proper irrigation of the arthroscopic wand or electrode tip during activation." "While it is normal to observe bubbling during activation of the electrodes, avoid accumulation of bubbles in the joint area, as this could diminish device performance or result in overheating and possible injury to surrounding tissue." "Always ensure adequate flow and circulation of conductive solution to prevent overheating of solution that could result in tissue damage." The reported event is not occurring more frequently or with greater severity than is usual for the device.